Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead threshold increased within a month of implant. The rv lead possibly perforated. During the revision procedure the physician experienced difficulty with the rv lead helix. The physician implanted a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood, and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage.